Event description:
Caller indicated the relion prime meter was giving high readings. Customer was high readings over 200 and was dosing himself with insulin based on the readings. He was doing this for few days and his energy was going down. He started feeling weak and felt something was not right, so he got another meter to compare. He got a reading of 60 on the other meter where prime read 210 and that's when he stopped using the prime. He didn't take any other medication and didn't seek medical attention. He is doing everything properly; storing in a den room, washing hands, letting them dray and changes the lancet. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.